Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test due to constant pump error 38 alarm noted. Device received constant pump error 38 alarm during rewind due to gearbox jammed. Unable to verify pump error 44, pump error 43 and pump error 130 alarm due to constant pump error 38 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had multiple insulin pump error alarms. Customer was not able to clear alarm and not able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.